Manufacturer narrative:
Pr (B)(4) upon further evaluation it has been determined this event did not meet the requirements for emdr reporting. As the issue reported was found and received while product was still in control of bd. To date, bd has not received any further reports from direct customers with this failure. Bd is performing further investigation on this internal finding. Bd will continue to monitor and provide follow up emdr as applicable.

Manufacturer narrative:
(B)(4). - follow up submission will be completed post investigation or if additional information becomes available. (B)(4).

Event description:
Open packages were found during inspection conducted by bd (B)(4).